Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and leaflet damage requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip was implanted; however, post-deployment the clip had a single leaflet device attachment (slda). The clip detached from the posterior leaflet and a chordal rupture had occurred. According to the physician the slda was due to the patient's anatomy. A ntw clip was attempted to be implanted to stabilize the slda clip but was unsuccessful. The ntw was unable to grasp both leaflets as the device was not long enough. The physician decided to end the procedure and wait until the appropriate size clip was available. The patients mr remained unchanged at a grade of 4. The patient was bought back to the lab for an additional procedure on (B)(6) 2022. An additional mitraclip was implanted to stabilize the xt clip successfully. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported chordal rupture and mr appear to be cascading events of the slda. Additionally, tissue damage and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.